Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material adhered to the packaging around the outer circumference of the forceps opening. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found foreign material adhered to the packaging around the outer circumference of the forceps opening. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the foreign material adhering to the packing around the outer circumference of the instrument channel outlet, it was possible that a gap occurred in the packing and liquid entered, then dried and only the solid portion remained, or that there was a microscopic gap that could not be seen visually or with a microscope, through which liquid had entered. The foreign material was possibly not removed although the reprocessing was conducted properly due to the physical damage on the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 3.3 (inspection of endoscope), chapter 4.2 (insertion of endoscope), and chapter 5.1 (reprocessing of endoscope) of the operation manual, and check that the bending section is not rounded smaller than 12 cm in diameter or bent to less than 10 cm near the boot of the insertion part during your handling of the endoscope. Also, please refer to the "handling and general precautions¿ in the operation manual and chapter 8 ¿storage and disposal¿ in the cleaning/disinfection/sterilization section of the instruction manual to ensure that the device is handled in a gentle and protective manner. Olympus will continue to monitor field performance for this device.